Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly delivered inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.